Event description:
On (B)(6)2011, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported that a bed, serial number (B)(6); model p1900e in which the unit was leaking oil from the reservoir. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).